Event description:
Information was received indicating that a smiths cadd-legacy plus failed the volume accuracy test during preventive maintenance. There was no patient involvement.

Manufacturer narrative:
Device evaluation summary: once cadd legacy plus pump was returned for analysis in used condition. The visual inspection of the pump identified that tno damage. The functional testing included accuracy testing. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. The customer's concern regarding failed accuracy was unable to be confirmed. The reported issue could not be duplicated.